Manufacturer narrative:
On march 2, 2021, the mentor failure analysis lab received the device for evaluation. On march 12, 2021, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9524317 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9530743 sn: (B)(6). Mentor also became aware that the contralateral device (right side implant) that was returned with the suspect medical device, was also deflated. This will be reported under mrn: 1645337-2021-02850. On march 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via visual examination. As a result, the patient was scheduled for implant explantation and replacement with mentor gel implants on (B)(6) 2021.